Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned has a kink in the imaging window and a damage in the femoral marker. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on product analysis completed on 02may2016. It was reported that no image had occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected to diagnose the target lesion. However, no image appeared. The procedure was completed with a different device. No patient complications reported and the patient's condition is good. However, device analysis revealed a damage in the femoral marker.